Event description:
It was reported that an occlusion alarm intermittently occurred. Customer changed pump supplies to address the issue. Reportedly, customer reverted to a backup insulin pump for insulin therapy.